Event description:
It was reported that the patient had her generator removed due to an infection around the generator. It is unknown at this time if the device will be replaced. Review of manufacturing records confirms that the device was sterile prior to distribution. Attempts for further information have been unsuccessful to date. Product was returned to manufacturer, but analysis in pending.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.